Event description:
Primevigilance notified teoxane of an adverse event on 04-mar-2024. A patient was injected on (B)(6) 2024 with 0.5 ml of rha 4 in the temple. The injection was done superficially and above the fascial tissue plane with the 25g cannula.  Two minutes after the injection, on (B)(6) 2024, the patient presented blanching posterior to the injection point, which spread to the right cheek. Capillary refill was checked, and the injector diagnosed vascular occlusion.  Due to the diagnosis, within five minutes, 16 vials hyaluronidase (hylanex) was injected and capillari refill returned. In addition, the injector put warm compresses, massaged the area and prescribed a non steroidial anti-inflammatory drug (acetylsalicylic acid , 325 mg), the following day, on (B)(6) 2024, the symptoms seemed to get worse, so the patient was treated by another health care professional who used a ultrasound to guide hyaluronidase treatment. During the procedure, patent blood flow was observed. It was then planned to treat the patient with hyperbaric oxygen to the affected area (eo2 treatment). At the time we received the initial information, the symptoms were resolving. The history of the patient also mentioned injection with rha 3 on (B)(6) 2024 but either the injection site, the batch number, nor any other details about the injection were provided. According to the information received, this product was not considered to be involved in the adverse reaction reported.therefore, no additional complaint was opened for rha 3.  The case was closed.

Manufacturer narrative:
According to the information received, this case is related to the vascular complication. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products. Of note, rha 4 is not indicated for this area in the us.